Event description:
Broken pedical screw was removed from l1 on left side. Blocker came loose from pedical screw on l1 on right side. Pedical screw on right was also removed. New pedicle screws were placed on both sides at l2 and 4 connectors were used to connect l2 to existing rod.

Event description:
Broken pedical screw was removed from l1 on left side. Blocker came loose from pedical screw on l1 on right side. Pedical screw on right was also removed. New pedical screws were placed on both sides at l2 and 4 connectors were used to connect l2 to existing rod.

Manufacturer narrative:
Method: visual inspection, material analysis, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The returned screw was confirmed to be fractured at the screw shank. The fractured piece was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It is unknown if any patient factors could have contributed to the event such as bone quality, post op activity, or patient fall. Material analysis was performed and the reported screw was confirmed to fracture through fatigue. However, it is unknown what lead up to the fatigue fracture due to a lack of information. It is possible the loose blocker(lack of the blocker final tightening) caused excess strain onto the screw which eventually lead to a fatigue fracture. Patient factors, length of implantation, fusion, and type of fixation construct could have also contributed to the event. Conclusion: the root cause cannot be determined conclusively due to insufficient information.

Event description:
Broken pedical screw was removed from l1 on left side. Blocker came loose from pedical screw on l1 on right side. Pedical screw on right was also removed. New pedical screws were placed on both sides at l2 and 4 connectors were used to connect l2 to existing rod.